Manufacturer narrative:
Multiple attempts were made to contact the physician regarding patient status. If further information is received at a later date a supplemental report will be sent.

Event description:
It was reported that the patient underwent a bilateral latera absorbable nasal implant procedure and about two weeks later presented with pain, redness, and swelling on the right side. Augmentin was prescribed for the infection and was changed to clindamycin due to gi upset. The infection did not resolve after a week of antibiotics and the patient continued to complain about pain, but no other constitutional symptoms (fever, etc.) Were reported. Stronger antibiotics were not prescribed; the distal segment of the implant was surgically removed to address the infection. The proximal segment could not be removed and was left in place. No further information is available at this time regarding patient status.